Event description:
It was reported that this pacemaker was part of a system revision due to suppuration and redness in the pocket area. Reportedly, a few months ago, a discharge of pus was noted from the pocket with redness. Debris was removed from the pocket and the pacemaker in use was reinserted back. However, a couple of months later, similar findings were seen again in the pocket area. There were no additional adverse patient effects reported. This pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.